Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. This is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. The homechoice device received a returned instrument testing evaluation. This evaluation included functional and electrical testing of the device. The device was determined to meet functional performance specification requirements per rite testing. Upon conclusion of the investigation, the cause was determined to be use error, tidal total ultrfiltration removal set too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2015 at 19:35:24. During night drain cycle four, the patient's ultrafiltration reading was 1394ml, indicating the home patient drained 1169ml more than their maximum programmed fill volume of 1500ml. No additional information is available.